Event description:
Related manufacturer reference number: 2017865-2024-35156. It was reported that the patient presented for a generator change procedure. During the procedure, the physician could not remove the right ventricular set screw from the header, which failed to remove the right ventricular lead from the device. The physician cut the lead. A new pacemaker and right ventricular lead were replaced. The patient was in a stable condition.

Manufacturer narrative:
The reported event of ¿failed to remove the right ventricular lead from the device¿ was not confirmed. The final analysis found that as received, a partial lead (only the connector portion) without the device was returned in one piece for analysis. Dimensional analysis of the connector region was performed and found within the specifications. The connector pin was able to be inserted and removed from the device header with no restrictions. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.